Manufacturer narrative:
Block e1 initial reporter address 1: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached and stretched, the suture hole of the push catheter was torn and the stent remained attached to the delivery system. It was observed that the push catheter had several kinks. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it is possible that the kinks presented on the push catheter may be related to user manipulation during the procedure and/or even during the preparation of the device, once the push catheter presented those kinks the guide catheter may have experienced difficulties to be pulled out, this may have taken the user to apply some technique and/or some extra force that ended stretching and at the end detaching the guide catheter. As consequence of the tough movement the suture hole got torn. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a bile duct stent placement procedure in the bile duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke and the stent failed to deploy. The broken guide catheter remained within the delivery system enabling it to be removed in one piece and a new flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a bile duct stent placement procedure in the bile duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke and the stent failed to deploy. The broken guide catheter remained within the delivery system enabling it to be removed in one piece and a new flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.